Event description:
Red taped extension that screws onto antegrade cardioplegia needle caused a high line pressure from the heart lung machine while trying to give cardioplegia to stop the heart. Repositioned needle and cross clamp; replaced needle. Changed the cardioplegia system to a new one with the same lot number and the problem resolved. Cardioplegia was able to flow at an appropriate pressure. Delivery of cardioplegia was delayed; unable to stop the heart in the time frame expected. Patient heart rate slowed with the cardioplegia that was given but the heart never fibrillated. No harm seen to patient.